Event description:
It was reported that the surgeon inserted a collamer plate lens before discovering a small tear in the patient's capsule. The lens was removed and a three piece was implanted in the sulcus without further incident. The reporter stated the incident was due to pre-existing condition.

Manufacturer narrative:
Other, no complaint against the lens.